Event description:
Event description guidant received information that the shocking lead impedance has been gradually increasing and is now out-of-range. The patient was referred to an ep for further lead testing.